Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was diagnosed with an infection at the pod¿s insertion site. Patient visited endocrinologist and no prescription or medical treatment was provided, but doctor advised that patient discontinue use of the system.